Manufacturer narrative:
(B)(4). Investigation results. Visual evaluation revealed that the needle and sheath was bent near the handle and at the distal end of the needle. In addition the luer of the aspiration port was cracked. Functional analysis revealed that the needle was difficult to extend and retract. The complaint was confirmed. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound transbronchial aspiration needle was used in the airway during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2017. According to the complainant, during the procedure the luer of the aspiration port cracked while connecting the syringe. The procedure was completed with another expect pulmonary endobronchial ultrasound transbronchial aspiration needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. The investigation found the distal end of the needle was bent, this is now deemed an MDR reportable event.